Event description:
The pt awoke on 8/9 "feeling weird." An 8:00/a fasted reading on his meter was 150mg/dl. At 8:30/a, a hosp lab glucose result of 500 mg/dl was obtained. The pt was admitted for hyperglycemia, treated with insulin and released the following day. The meter is not cleaned according to manufacturer's recommendations, control solution is used to clean the meter obtics. The reporter stated that the optic window looks "old and scratched." In addition, the pt stores the test strips outside of the vial loose in the meter case. The meter was in calibration on 8/10, reading 79 versus a range of 66-89.